Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days. The attached user facility report and patient¿s adverse event history was received from the (B)(4) registry. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information a second intermacs report was received: section was blank; however, the following additional information was included: did patient experience a thrombus event(suspected or confirmed-yes; thrombus event signs or symptoms-hemolysis, heart failure; thrombus event-intravenous anticoagulation; thrombus event confirmed (yes); ae device malfunction (no); device function normal (yes) ; primary cause of death- multisystem organ failure (msof).

Manufacturer narrative:
Additional information: the attached user facility medwatch report #2 was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). During a routine complaint file review, it was noted that information from intermacs user facility medwatch report #2 from intermacs registry had not been submitted.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced elevated plasma free hemoglobin (pfhg) levels prior to implanted with reported values of 27 and 44g/dl, and on the day of implant, the value was at 35g/dl. The pt also exhibited elevated lactate dehydrogenase (ldh) levels of 559 iuil prior to implant. The pt was implanted on (B)(6) 2014 and never left the hospital. Post implant, the pt's ldh increased in values ranging from 609 up to 817 iu/l. The pt also experienced elevated pfhg ranging from values of 19-34g/dl. On (B)(6) 2014, a transesophageal echocardiogram (tee) was performed which led the hospital to suspect thrombus. A chest x-ray was performed which revealed bilateral pulmonary infiltrates. A CT scan could not be performed due to the pt's unstable condition. He was put on continuous veno-venous hemofiltration (cvvh) for ventilation after surgery. Integrilin and heparin were started upon suspecting thrombus. The pt was suspected to be in cardiogenic shock and became septic. On (B)(6) 2014, the pt's white blood cell count was measured as "35", and blood and urine cultures were negative. Antibiotics were administered. On (B)(6) 2014, the pt was administered methylene blue and increased vasopressors, which did not improve the pt's condition. On (B)(6) 2014, comfort care was initiated. The pt was extubated and expired the same day.

Event description:
Additional information: a user facility report was received from the (B)(4) registry. There was no description of the event in the report. A list of the patient¿s adverse event history was provided, and it indicated the following: renal dysfunction (B)(6) 2014; respiratory failure (B)(6) 2014; cardiac arrhythmia (B)(6) 2014; venous thromboembolism (B)(6) 2014; other sae (B)(6) 2014; death (B)(6) 2014.